Manufacturer narrative:
The field service engineer (fse) replaced the sample probe and the sipper nozzle, cleaned the vacuum nozzle, and performed mechanical calibrations. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results for sodium and chloride electrodes with patient samples tested on a cobas pro ise analytical unit. The following examples were provided: the initial sodium result was 146 meq/l. The repeat sodium result was 159 meq/l. The initial chloride result was 117 meq/l. The repeat chloride result was 106 meq/l. It was reported that the results were not consistent with the results obtained from another cobas unit. Actual results were not provided.

Manufacturer narrative:
The electrode lot numbers with expiration dates were requested, but were not provided. The investigation is ongoing.